Manufacturer narrative:
Follow-up # 1 device evaluation:the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.in addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing.the reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 (time not provided). The patient stated that he obtained results of "180 and 200-240 mg/dl" using the subject meter compared to feelings/normal results. The patient manages his diabetes with self-adjusting insulin. The patient stated that he took less food/drink and took 20 units of novolog insulin on (B)(6) 2015 (time not provided) in response to the alleged product issue. The patient claimed that due to taking less food/drink, he developed symptoms of "shaky and sweaty" on the same day at 9:49am after the alleged product issue began, which he associated with feeling low. The patient stated that he self-treated with food/drink on (B)(6) 2015 (time not provided). The patient stated that his blood glucose was tested using another device on (B)(6) 2015 (time not provided) and the result obtained was "119 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the patient did not have test strips available for troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed the symptoms of "shaky and sweaty" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.